Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician was able to position lead and deploy the helix once, but the lead dislodged. The physician retracted the helix, but the lead doubled up on itself and the tip seemed to be snagged on itself. The physician tried several attempts to straighten lead in the body, but was unsuccessful. Eventually, the physician decided to remove the lead and use another one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.